Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure. According to the complainant, during the procedure, the clip was deployed, but it failed to release from the delivery catheter. The clip eventually separated after manipulating the device. The procedure was completed with this resolution clip. There were no patient complications reported as a result of this event.